Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Additionally, air bubbles were observed along the infusion set tubing. Customer replaced the cartridge due to cracks and primed the tubing to resolve the issue. Customer blood glucose was 166mg/dl.